Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2006 and (B)(6) 2009 and mesh and the obtryx transobturator mid-urethral sling system were implanted. It is unknown which product was implanted when. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with urethrolysis due to severe urinary incontinence and pop. No additional information was provided.